Event description:
Product analysis was completed on the returned generator. The generator performed as expected with no performance or any other type of adverse conditions found. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator which led to their device being disabled. The patient reported concern that their device was not working as expected, as their magnet was reportedly not working to abort their seizures. Clinic notes from the physician indicated that the vns was in a stable position overlying the left upper chest, with intact leads projecting over the left side of the neck, and that the lead position was unchanged. The physician assessed that there was no evidence of discontinuity. The patient underwent lead and generator replacement due to the high impedance. The generator was replaced prophylactically. The suspect device, the lead, has not been received to date by the manufacturer. No further relevant information has been received to date.